Event description:
The day shift nurse set up infusion of normal saline 250 ml/hr on IV pump. Patient was to be hydrated prior to CT scan. Later that day, the evening shift nurse checked pump; pump displayed rate which had been set at 250 ml/hr; total amount infused was only 300 ml. Nurse d/c'd pump and infused via gravity. No adverse patient event; incident is reported due to potential for patient harm. Nurse removed pump from service and sent pump to maintenance. Maintenance called manufacturer and arranged for pump to be shipped.